Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an insert battery alarm and a replace battery alarm. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed for replace battery alarm and the customer stated that this was the second occurrence of receiving a replace battery alert without receiving a low battery warning first. Troubleshooting was performed for the battery failed alarm. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
No blank display dung testing. Pump passed self test, active current measurement and sleep current measurement. No failed batt test alarm noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further full review in the pump history found: low battery alarms on (B)(6) 2025 19:45:23.000, (B)(6) 2025 09:21:00.000, (B)(6) 2025 02:44:00. And failed batt test alarm on (B)(6) 2025 16:48:50.000, (B)(6) 2025 16:49:29.000, (B)(6) 2025 16:57:27 due to low battery. Battery cycle 3.0 received the low battery alert (104) on (B)(6) 2025 09:21:00 after more than 7 days at 15.14 days. Battery cycle 2.0 received the low battery alert (104) on (B)(6) 2025 19:45:00 after more than 7 days at 16.57 days. With reference to the baat tool instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records not confirmed. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly noted. The p-cap locks properly in place in the reservoir compartment noted. Pump received with scratched case, stained keypad overlay, cracked battery tube threads, cracked case (battery tube). Blank display not confirmed. Customer alleged for unexpected battery power loss, failed batt test alarms not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.